Manufacturer narrative:
Follow up to provide device UDI.

Manufacturer narrative:
Device evaluation: physical evaluation found a slight king 3 inches from the distal tip; however this was cosmetic and there were no major issues noted. No manufacturing errors were identified. The device was returned in good condition.

Event description:
Lead management case for lead extraction. A glidelight laser sheath was used during extraction. An svc/ra junction tear occurred. The patient did not survive the intervention.